Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle fractured while in body. The blood glucose was unknown. Customer stated that they went to doctor. The device will be returned for the analysis.